Event description:
It was reported that during a da vinci-assisted nephrectomy, the fenestrated bipolar forceps (fbf) instrument became stuck. The customer reportedly used the instrument release kit (irk); however, it is unclear if the issue was resolved. Additionally, it was reported that the procedure was converted to open surgery. The following information is unknown: the reason why the case was converted to open surgery and if the issue with the fbf instrument contributed to the surgeon's decision to convert the procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis investigations.